Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Medtronic representatives inspected the caster and found no visual damage. The part is fully functional.

Event description:
A biomedical engineer reported that while transporting the treon system, the wheel fell off. This event was reported outside the operating room and no patient was present at the time of the alleged malfunction.